Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 229 mg/dl. Customer stated that her insulin pump over delivered insulin. She stated that she felt dizzy and her heart was racing, but her blood glucose never dropped due to she was eating and took tablets to elevate blood glucose. Nothing further was reported.